Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a patient experienced bruising and infection at sensor insertion site on (B)(6) 2015. Sensor insertion date and insertion site are unknown. Patient's mother reported that patient's doctor is aware of the bruising and infection. The date of medical intervention is unknown. It is unknown if patient was prescribed medication for the skin reaction. No additional event or patient information is available.